Event description:
It was reported that pump displayed malfunction code related to motor movement error, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with guidance from technical staff, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if issue appeared again.